Event description:
It was reported that during a surgical procedure, the tip of the metal tibial tray inserter snapped off in the patient. The fractured piece remained in the patient for six weeks until it was eventually noticed on an x-ray. A procedure was eventually performed to remove the broken piece at an unknown date. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. G2 - foreign: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a surgical procedure, the tip of the metal tibial tray inserter snapped off in the patient. The fractured piece remained in the patient for six weeks until it was eventually noticed on an x-ray. Attempts have been made and no further additional information has been provided at the time of this report.